Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was not functioning correctly. It was not responding to the surgeon after the clip was loaded and it was placed in the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not fully clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fully clamp, and the surgeon was unable to move to the end of the instrument. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.